Manufacturer narrative:
The investigation has been started; results will be provided with the follow-up report.

Event description:
It was reported that the ventilator failed. It could not be excluded that the issue happened during use. There was no patient injury reported.

Manufacturer narrative:
Unfortunately, neither the logfile nor further information were available for investigation. Thus, a detailed analysis to determine the root cause of the vent fail could not be performed. In case of a ventilator failure during automatic ventilation, the ventilator initiates an autonomous shutdown while changing mode to man/spont (safety mode) and generating the appropriate ventilator fail alarm. Manual ventilation remains possible. Based on the few given information, it could only be concluded that the device reacted as specified upon a detected issue according to its safety concept with an autonomous change to manual ventilation while alarming audibly and visibly for ventilator fail.

Event description:
It was reported that the ventilator failed. It could not be excluded that the issue happened during use. There was no patient injury reported.